Event description:
Event description guidant received information that this ventricular lead displayed a rise in ventricualar threshold measurments due to ventricular perforation. During the lead revision procedure, the helix was noted to be stuck. The lead was turned counterclockwise about 20 times to detach the helix however the helix detached from the lead body. The physician elected to leave the screw in the body, and a new lead was implanted. An additional invasive procedure was performed due to the bleeding from left thorax chest wall which was suspected to be from the helix. ,